Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified unspecified coronary artery. A 3.0 x 28 mm xience prox stent delivery system (sds) and an unspecified balance middleweight (bmw) guide wire were used. However, during advancement, the sds became stuck with the guide wire and was not able to advance towards the lesion. Therefore, both devices were removed as a single unit, and there was no damage noted to the guide wire. Another unspecified device was then used with a different unspecified guide wire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.